Event description:
The plaintiff's attorney alleged the decedent experienced metabolic alkalosis, hypotension, hyperkalemia and cardiac arrest, and subsequently expired on (B)(6) 2009 after the use of the product.